Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Consumer states that the when he went to fold the chair a plastic piece that was apart of the crossbrace assembly broke off.